Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: patient morphology affected effectiveness of device (severe calcification, 99% stenosis). Evaluation summary: medtronic has received the device and its analysis has been completed. A negative prep was carried out on the device and a constant stream of bubbles was seen to enter the syringe confirming the presence of a leak. Upon investigation a small hole was noted in the balloon material distal to the marker band.

Event description:
An attempt was made to post dilate a lesion located in the rca # 2 using a 1.5mm diameter x 10mm length sprinter legend rx balloon dilatation catheter. It was reported that, prior to this, several devices were used by the physician during the attempt to open up the lesion including another sprinter legend rx which ruptured on first inflation at 12 atms (MFR report# 2953200-2010-00415). However, it was reported that, the relevant balloon ruptured on first inflation at 12 atms. Communication from the field confirmed that the lesion still exhibited 99% stenosis post pre-dilatation activities. The patient is reported to be fine and no other clinical sequelae were reported.